Event description:
Event determined to be reportable based on analysis: it was reported that during an unspecified procedure, the stent failed to open. The location of the lesion, percent of the stenosis, degree of calcification, and vessel tortuosity are unk. The sentinol vascular nitinol 8mm x 81mm stent delivery system (sds) was advanced to the lesion, however, upon deployment the stent failed to open. The physician removed the stent by unspecified means and another MFR's stent was used to complete the procedure. No pt injuries or complications were reported. The pt's status is reported as "stable". Device analysis revealed a deployed stent and guide wire entrapment.

Manufacturer narrative:
Analysis of the returned device revealed that the stent was deployed from the delivery system, and the catheter shaft was severely damaged with an unk guide wire locked in the place. The catheter shaft was buckled and compressed with the damage starting 32cm proximal of the hub and extending distally 27.5cm. Microscopic examination of the area surrounding the shaft damage did not reveal any irregularities in the catheter material, which would not have contributed to the damage seen in the returned device. The manufacturing records for this batch number were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the reported event was unable to be determined.